Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis and confirmed they were undergoing antibiotic treatment. Upon follow up, the pdrn stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and white blood cell count (wbc) of 1,800 u/l were collected, and the patient was diagnosed with peritonitis. The cause of the patient¿s peritonitis attributed to a touch contamination event involving poor hand hygiene. The pdrn reported the patient discontinued therapy to use the restroom and did not perform the proper hand hygiene prior to restarting. The patient was initially treated with intraperitoneal (ip) vancomycin x 2 doses and ceftazidime, dose, frequency and duration were not reported. The patient¿s peritoneal effluent cultures were positive for staphylococcus epidermidis on (B)(6) 2022 and vancomycin was discontinued. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient is recovering from the events and continues to perform ccpd therapy.